Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was programmed and monitored. Several boluses were also delivered. It delivered properly, all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The insulin pump passed delivery accuracy test and no low battery alert was noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not deliver insulin properly and excessively alarms no delivery. The customer's blood glucose reading was unknown at the time of incident. The product will not be returned.